Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
On 01/26/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that upon info and belief, the pt was admitted to the cancer ctr on (B) (6) 2008, and while hospitalized, the pt was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin product. The pt passed on (B) (6) 2008.